Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 400 mg/dl and the current blood glucose level was 123 mg/dl. The customer was assisted with troubleshooting. The customer was treated with pens and syringes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer does not report symptoms related to their high blood glucose level. The customer also received sensor updating alerts. The insulin pump will be returned for analysis and the sensor will be returned for analysis.